Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a medroom pyxis main tower device not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a med room pyxis main tower device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer controller and module controller was defective. A field service engineer inspected the device and replaced faulty drawer and module controllers, inspected cables, verified drawer via diagnostics. Customer successfully tested drawer in application. Fse performed verified all drawers functioned properly in diagnostics and performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.